Manufacturer narrative:
Date sent: 09/09/2008. Information anticipated, but unavailable at this time.

Event description:
It was reported that the tip of the blade broke off during a c4-5, c5-6, c6-7 dissectomy with partial vertabrectomy case, and fell off while it was sitting on the mayo stand not in use. The device continued to work with the blade broken off. The doctor had not noticed that the tip was snapped off and the case was completed with a broken bladed device. The patient is stable.